Event description:
It was reported that during a laparoscopic colon procedure the plastic coating (teflon pad) detached from the blade. The surgeon removed it with a grasper. Teflon pad is hanging on the upper blade. There were no consequences for the patient. Devices being returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.